Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple occlusion alarms. The customer's blood glucose level was not impacted. A system check was performed and insulin was observed exiting the infusion set tubing. The customer declined removing their infusion set site and stated that they would resume insulin deliveries with the current supplies. Additionally, the customer reported an air bubble in the luer lock. The customer stated they would prime the tubing on their own in order to remove the air bubble and declined any further assistance from tandem technical support.